Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer was having issues with his insulin pump rewinding when he was trying to change his set. Their blood glucose level was unknown. Trouble shooting was done. Pump is not being returned but we advised the customer to call back if the problem continued again. No further information available.